Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). A 1.20mmx8mm emerge balloon catheter was advanced for dilation but was unable to cross the lesion. Dilatation was attempted to advance the device. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 1.25 non-bsc balloon. No patient complications were reported and the patient's status was good.